Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset the malfunction code did not recur. The customer was advised that they could continue to use the pump and to call back if the issue reappears.